Event description:
It was reported that while using the subject device, the resector did not conduct correctly with the resection loop and the device sometimes exhibited an error (e202) alert for insufficient electrode contact¿. The issue occurred during a transurethral resection of the prostate (turp) procedure which was completed without delay. The customer reported that 4 days postoperatively, the patient experienced burn wounds related to inherent surgical risks that may be attributed to patient positioning during the turp procedure, procedure duration, irrigation fluid and/or surgical prep solution used.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d9, h3, h6, h11. The device was returned to olympus for inspection and the reported event was not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.